Manufacturer narrative:
The device was returned to the service center for evaluation. The customer¿s complaint of the device being ¿broken¿ was confirmed as the charge-coupled device (ccd) was found defective. In addition, normal wear and tear were noted on the device housing. The exact cause of the reported event could not be determined at this time. The legal manufacturer will review the content of the complaint for further investigation.

Event description:
The service center was informed that during reprocessing the camera head was noted to be broken. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and device manufacturer date. The legal manufacturer reviewed the content of this complaint for further investigation. The legal manufacturer reported that the root cause could not be determined. As a result of confirming DHR, it was confirmed that there was no abnormality in manufacturing, special adoption, and dispersion. The lm reported that the most probable causes for the reported event are as follows: it is assumed that the image temporarily disappeared due to the unexpected stress on the camera head caused by the user's handling and the failure of the ccd unit. Products checked the content of the instruction manual for important information please read before use when it was shipped from the factory and confirmed that there were the following descriptions. Do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head.